Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot null. Device history batch null. Device history review null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The article "magnetic resonance imaging findings in painful metal-on-metal hips" by shiraz a. Sabah, bsc, adam w.m. Mitchell, frcr, johann henckel, mrcs, ann sandison, mrcpath, john a. Skinner, frcs (orth), and alister j. Hart, frcsg (orth) published by the journal of arthroplasty volume 26 no. 1 2011 on 15 november 2009 was reviewed for mdv reportability. The article's purpose was to provide an additional study to previous studies of whether metal artifcact reduction sequence magnetic resonance imaging provide the means to detect exaggerated inflammatory responses to mom hip failures. The study includes 31 patients (12 male, 19 female) with 35 hip resurfacings and 7 modular stemmed prostheses with unexplained painful mom hips with MRI reading a median of 28 months post primary operation (11 patients had bilateral mom prostheses). The article indicates a total of 10 hips underwent revision surgery for reasons: hip pain (6), infection (3), impingement (1); 9 of the revisions (1 excluded because capsular tissue not present) had histological results: infection (3), extensive necrosis (1), a reaction featuring a histiocytic proliferation in subsurface tissue, associated with lymphoid aggregates in the deeper aspect (5). Table 1 lists all 31 patients by case number with platform identified without gender identification and without specific adverse events or interventions. Table 1 identifies asr resurfacing in four patients (#13, #14, #18, #19) and asr xl with corail stem in one patient (#5). This complaint captures patients (#5, #18 and #19)with depuy products without specific indication of related adverse events. The article provides information that patient #14 & #19 have malpositioned cups in table 3 with results of 3-dimensional computed tomography for a total of 4 patients (#14 & #19 with depuy asr rsurfacing, #27 & #30 non depuy) without documented abnormalities from mars MRI readings with indication #14 was one of the 9 revisions. The article provides further detailed information along with radiographic imaging on patients #13 & 14 as females which is captured on a linked complaint. Adverse events: pain, infection, impingent, revision, soft tissue necrosis, hypersensitivity.